Manufacturer narrative:
A specific cause for the reported infection could not be determined through the evaluation of the returned pump. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Post-explant depositions of fixed blood were observed in the inflow graft and inlet elbow. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient had a recurring driveline infection cultured as pseudomonas that became resistant to antibiotics. The patient was on long term IV antibiotics without improvement to the infection. The pump was exchanged to a different manufacturer's device on 09/08/2016.